Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation. The root cause cannot be determined. The instructions for use (IFU) identifies premature coil detachment and difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that treatment was performed for a communicating artery aneurysm. After implantation of a flow diverter and successful deployment of three (3) coils, the 4th coil would not detach with the controller. During the attempt to remove the coil, the coil stretched and then detached. A lasso snare device was used to retrieve the detached coil from the patient. There was no reported patient injury.